Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, it was reported that the clip would not detach from the catheter. The position of the clip at the bleeding source was altered-flopped-over, and bleeding recurred. This was ultimately controlled with injection of epinephrine and bicap cautery. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. Additional information received: it was confirmed that the procedure was completed with the original device.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h11: the returned resolution 360 clip was analyzed, and a visual, microscopic, and functional inspections showed that the device was returned without the clip assembly and displayed evidence of full deployment, with the control wire kinked yet still capable of advancing through the tortuous path without resistance. No other problems with the device were noted. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. The reported event of clip unable to deploy was not confirmed. It was determined that the control wire was kinked, and this was likely the result of difficulties encountered by the physician during clip deployment. Contributing factors may have included the application of excessive force, the use of pliers to pull the control wire to assist deployment, and various procedure-related elements such as angulation and technique, all of which could have played a role in the wire bending. Based on all available information, the probable root cause assigned is adverse event related to procedure.

Manufacturer narrative:
Block h2 (additional information): block a2 (age at time of event), block b5 (describe event or problem), block h6 (device codes) have been updated based on the additional information received on november 4, 2025. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, it was reported that the clip would not detach from the catheter. The position of the clip at the bleeding source was altered-flopped-over, and bleeding recurred. This was ultimately controlled with injection of epinephrine and bicap cautery. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. Additional information received: it was confirmed that the procedure was completed with the original device.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the duodenum during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, it was reported that the clip would not detach from the catheter. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.